Event description:
Ventilator alarm began alarming with tidal volumes in the 100's. Set volume was 400. A loud vent alarm began to go off consistently without definition on vent as to the reason for that particular alarm.